Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead and atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Both leads were explanted and replaced. The patient was in stable condition.